Event description:
Mitek product director notified mitek complaints regarding multiple expressew iii needle breaks from a surgeon at a facility in france. The needle broke in the thirteenth passage, during the last passing through tissue (thick tendon). Fragment of needle fortunately removed out of the shoulder intra-articular. No patient consequences were reported. Procedure was completed using another like device.

Manufacturer narrative:
The complaint device was not returned and therefore not available for a physical evaluation. From past investigations of this failure mode, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. As per IFU, the expressew needles can be used for a maximum of 15 passes. It was indicated that the needle was being passed through thick tissue which could have possibly contributed to this failure. Other than this possibility, a root cause cannot be determined. A lot review has been conducted and the results indicate that this batch of product was processed with an unrelated nc with no link to this complaint and therefore there is no internally assignable cause for the reported problem. A review into the depuy mitek complaints system revealed 4 similar complaints for this lot of devices that were released to distribution. The complaint rate for expressew iii needle tip break for last 12 months is 0.07% which is within the expected occurrence rate of 0.02% - 0.1%. At this point, the risk is considered acceptable. Based on the overall complaint rate and the history of the product, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.